Event description:
Pt presented with redness in both eyes. Upon examination, the conjunctivae were red, the vessels on the edge of the cornea were extended and showed a growth trend on the cornea. The cornea had small spots and corneal opacity. The opacity was located in the central 4mm of the cornea. There was no permanent decrease in the pt's visual acuity. The blood vessels did not extend into the visual axis. Dr reported following therapy and temporary discontinuance of lens wear, the pt recovered.

Manufacturer narrative:
The contact lens was evaluated and was found to be within specification. The lot device history records were reviewed and show that all requirements were met. Based on the info, no root cause can be determined and no conclusion can be drawn.